Manufacturer narrative:
The device initially passed testing. A white screen error was not displayed during the testing procedures. Although the device passed testing a review of the history indicated a white screen error. The white screen error occurred when the user titrated only the rate when the device was delivering in kvo mode. Further testing found that the device did not pass the sdram test. This was due to the som2 hardware module. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a white screen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.